Event description:
One device reported as having a false positive result. The complainant accidentally pushed the vial down on the lucira test, began the test, a second before mixing in the sample in received a positive result. The complainant took a pcr test shortly thereafter, which resulted in a negative. An additional lucira test was taken 24 hours later with a negative result.

Manufacturer narrative:
Product has not been returned. A DHR review of the associated kit lot number (k08a110401223m1) was completed, and 0 discrepancies were found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode from this customer. However, trend analysis showed 1 additional similar complaint from a different customer associated with the kit lot number (k08a110401223m1) and alleged "false positive" failure mode. Similar complaint: (B)(4). DHR review reference: sample vial lot DHR review: 2112201, 2112231, 2112286, 2112263, 2112264, 2112322, 2112323 (associated internal lot # 210762-2kg, 210762-2kn, 211346.1-1a, 211346.1-1f, 211346.1-1g, 211346.1-1r, 211346.1-1s) test lot dhrs review: 2112192, 2112192, 2112192, 2112245, 2112245, 2112248, 2112248, 2112191, 2112191, 2112191, 2112191, 2112191, 2112188, 2112188, 2112208, 2112209, 2112327 (associated internal lot # 210762-25e,210762-25f, 210762-25g, 210762-26y, 210762-27b, 210762-27h, 210762-27i, 210762-25o, 210762-25p, 210762-25q, 210762-25r, 210762-25t, 210762-25x, 210762-25y, 210762-26b, 210762-26h, 2113462-2m) based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua 210196 check-it.